Event description:
It was reported that an ilet user experienced high blood glucose of 374 mg/dl after running out of insulin overnight and not replacing it until the morning. Following a supply change, glucose stabilized and the user remained on standard therapy without reverting to an alternative therapy. Symptoms included hyperglycemia and dry mouth. Outcomes included recovery without escalation of care. Investigation included troubleshooting and user education. Investigation of this case revealed user-related supply depletion leading to hyperglycemia due to not reverting to alternative therapy in a timely manner, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user handling related to insulin supply management.